Event description:
Clinic notes were received as part of a prophylactic generator replacement referral. Review of the clinic notes revealed that the patient had tenderness near the vagal nerve lead and generator, which ultimately resulted in the vns device being programmed off. It was noted that programming off the device did resolve the patient's tenderness. Additionally, it was mentioned that a small "knot" was visible and can be felt at the vns lead site. The neurologist is concerned that the there may be issues with the wire, and that they would need neurosurgery to look into the event further, however no device deficiencies have been discovered to date. The neurologist also mentioned that the generator battery may also need changed due to patient's reports of tenderness in battery area. It was mentioned that the vns generator was eventually programmed back on. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator has been explanted and replaced due to prophylactic battery replacement. The explanted generator has been received by the manufacturer. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
Generator analysis was completed. Product analysis confirmed that the septum plug was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.